Event description:
Caller (pt's husband) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 7.x; lab 4.0. Pt's therapeutic range: 3.0-4.0 inr.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 7.0, reference: 4.0, mean: 5.50, confidence limits: na. Inratio: 7.9, reference: 4.0, mean: 5.95, confidence limits: na. The 7.0 and 7.9 inr values were used for comparison tests since customer reported 7.x inr. Analysis of customer's data revealed that both inratio and reference test result comparisons did not meet accuracy criteria. The calculated means are greater than 5.0 inr and the differences are greater than 2.2. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strip testing from a previous case revealed that result comparisons met accuracy criteria. Root cause of complaint could not be determined from the info provided by the customer. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established. Investigation results from a previous case on strip lot #243699. The allowable difference between the inratio inr's and sysmex inr's was calculated. At least two out of three replicates for both samples for strip lot 243699 are within allowable bias (+/-1.0). No discrepant results were produced on returned and in-house meters. These meet the above criteria. No further action is required.